Event description:
It was reported that the user experienced fluctuating blood glucose with multiple hypoglycemic and hyperglycemic events while using the ilet with a dexcom g6 continuous glucose monitor (cgm) and a cd infusion set, including lows to 39 mg/dl and highs over 400 mg/dl, and had been using meal announcements as correction doses and pausing insulin delivery when concerned about lows. Customer care provided support that included education with recommendations for best practices on meal announcements, pausing the ilet, and managing high and low glucose events. Investigation of this case revealed user technique issues that resulted in algorithm maladaptation and glycemic variability. Symptoms included urgent low glucose, low glucose, urgent low soon, and high glucose. Outcomes included the need for troubleshooting and additional training. It was concluded, based on previously established findings for similar reports, that the cause was user error and use not consistent with instructions for use.